Event description:
It was reported that an externalized conductor was observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 51.5cm from the electrode tip was returned for analysis. Internal insulation abrasion was found at 10.5-11.3cm, 14.8-15.2cm, and 25.5-26.0cm from the electrode tip. Internal insulation abrasion was found under the svc shock coil at 17.8cm from the electrode tip. The etfe coating was intact at all locations.